Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the pre-discharge check, increased pacing impedances, increased pacing thresholds, and decreased sensing amplitudes were observed on this right ventricular (rv) lead. A chest x-ray showed no significant change in lead position but a lead dislodgement was suspected. A revision procedure was performed and this rv lead was successfully repositioned with good measurements. No additional adverse patient effects were reported.